Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer technical service cts asked customer to talked to legal guardians to troubleshoot but they were asleep. There was no reported adverse impact. No additional information was provided.